Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, the patient had (B)(6). There was also large partially lead-related vegetation. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
Additional information indicates that the patient was noted with moderate to severe fibrosis. When the physician attempted to advance the laser over the ra lead, the lead began to pull apart. The distal portion of the lead was pulled with gentle traction and the remainder of the lead was pulled and removed entirely. Furthermore, the patient's device pocket was copiously irrigated with antibiotics solution. The rv lead was explanted. No additional adverse patient effects were reported.